Manufacturer narrative:
The pump manual has not been returned to animas. If the manual is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter alleged that parts of the pump manual were english while other parts were in german. There was no indication that the product caused or contributed to an adverse event. The pump manual was replaced. This issue is being reported, as the user may not have the appropriate instructions for use of the device.

Manufacturer narrative:
Follow-up #1: device evaluation: the product was not returned in association with this complaint, therefore a review of the document content in enable (document change management site) was conducted and confirmed the owner¿s booklet is completely in (B)(4).